Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The subject microcatheter was returned for evaluation. The returned microcatheter had distal segment of its tip torn off and missing. On the tip surface found damaged that assumed to be made by contact with relatively hard and sharp object. Proximal to torn segment, circumferential cracks were found, suggesting the tip was torn off due to tensile stress. From the torn tip, underlying braids were exposed. The tip lumen was deformed in oval shape that was assumed to be made by oblique force against the catheter shaft. Trace of ductile stress was found on the innermost polymer layer of the catheter lumen. The above findings suggested that the microcatheter was torn off by tensile stress at approximately 2mm form the tip end where located the border between the polymer-only segment and polymer-plus-braids segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Base on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was locally applied while the catheter tip was being trapped by severe calcium of the lesion. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated and remained in the anatomy during a pci to treat a heavily calcified 90% stenosis in the rca #2. After a guide wire crossed the lesion, the subject microcatheter was followed but could not cross. A small balloon was advanced but again failed to cross. Second attempt to cross was made with the subject microcatheter. When the microcatheter was about to go through the lesion, it went into a stenosed segment. The guide wire was exchanged to a new one that had relatively greater support. In order to advance the small balloon for the second time, the microcatheter was pulled back when its tip became separated and the tip fragment remained in the lesion. No additional intervention was taken to retrieve the tip fragment because the patient was asymptomatic related to the tip fragment; therefore, the physician determined to leave the tip fragment as is. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.